Manufacturer narrative:
The 510k: this report is for two unknown locking screws, partial part number reported as 413.0xx. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an intercondylar fracture osteosynthesis of the elbow, two locking screws broke in the plate during screwing while no special pressure was exerted on them. No surgical delay is reported. No information available about patient condition and outcome. Concomitant devices reported: plate (part number unknown, lot number unknown, quantity 1), screwdriver (part number unknown, lot number unknown, quantity 1). This report is for two (2) unknown locking screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in france as follows: it was reported that during an intercondylar fracture osteosynthesis of the elbow on (B)(6) 2017, the heads of two (2) locking screws broke in the plate during insertion while no special pressure was exerted on them. The screw heads were discarded, the screw shafts remained in the plate and in patient bone. Surgery was completed with an unspecified delay. No information available regarding patient condition and outcome.